Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years post implant of this bioprosthetic valve, this device was replaced with a new bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that approximately five years post implant of this bioprosthetic valve, this device was replaced with a new bioprosthetic valve due to severe aortic insufficiency (i.e. "Wide open") and stenosis. A subvalvular mass was noted prior to the replacement procedure. No other adverse patient effects were reported. Added implant date (and explant date conclusion: a review of the device history record (DHR) was performed for this valve; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The device was not returned for analysis, without the return of the valve for analysis, a root cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.